Event description:
It was reported that stent damage occurred. Vascular access was obtained via right radial artery. The 90% stenosed, 38mm x 2.25-3.00mm, concentric, de novo target lesion was located in the moderately calcified left anterior descending artery. A 2.50 x 20 synergy drug-eluting stent was advanced for treatment. However, difficulty advancing to the lesion was encountered and the stent strut was damaged due to resistance. The procedure was completed with a different device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy 2.50 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts on the distal end pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right radial artery. The 90% stenosed, 38mm x 2.25-3.00mm, concentric, de novo target lesion was located in the moderately calcified left anterior descending artery. A 2.50 x 20 synergy drug-eluting stent was advanced for treatment. However, difficulty advancing to the lesion was encountered and the stent strut was damaged due to resistance. The procedure was completed with a different device. No patient complications were reported and the patient was stable.